Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The leak was not confirmed as the returned device was fully inflated to rated burst pressure without any anomalies noted. It may be possible that there was a faulty connection with the syringe or inflation device, resulting in the inflation issue and leak; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported inflation issue and leak and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use in the anatomy, the armada balloon dilatation catheter (bdc) leaked at the y-connection. An unsuccessful inflation attempt during preparation was made; there was no patient involvement. A different bdc was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.